Event description:
The manufacturer received information alleging that a philips respironics e30 with humidifier. According to allegation patient was passed away. The device has not been returned for evaluation at this time. If any additional information is received, a follow-up report will be filed.